Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6: health impact code: 4625 - additional surgery: surgical pi was performed. H11- manufacturer narrative: additional yag iridotomy is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. Surgical pi was performed. The lens remains implanted. The cause of the event was reported as unknown.